Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was exhibiting oversensing of noise causing pacing inhibition for the patient. Pacemaker mediated tachycardia episodes were also noted. No changes were made and the pacemaker remains in service. The patient reported experiencing dizziness but there were no adverse patient effects reported.